Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown fixators. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. (B)(4). This report is for unknown quantity of unknown fixators. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: rollo g, et al (2018), ten versus external fixator in the management of pediatric diaphyseal femoral fractures: evaluation of the outcomes. European journal of orthopaedic surgery & traumatology. Pages 1-8. ((B)(6)). The purpose of this study was to assess the effects (benefits and risks) of ten versus ef for the treatment of pediatric femoral fracture. 38 pediatric patients with diaphyseal femoral fractures were surgically treated and enrolled in the study from january 2000 to december 2015. Patients were divided into two groups; group a with 22 patients treated with an unknown synthes titanium elastic nail (ten) and group b with 16 patients treated with unknown synthes ao fixators. Group a included 12 girls and 10 boys with an age range of 3 to 8 years old while group b included 2 girls and 14 boys with an age range of 4 to 17 years old. Surgery was performed under general anesthesia and the reduction under fluoroscopic guidance . Radiographic images were taken to assess the fracture reduction and consolidation to compare both groups. For both groups, the evaluation endpoint was set at 12 months. The average follow-up was 14 months. The average time needed to remove the ten nails was 5 months; while 2.5 months was the time to remove the external fixator. Complications were reported as follows: following adverse events were observed in group a (all were implanted with an unknown synthes ten): the 1 patient had a case failure secondary to the ten treatment. The 2 patients had intolerance to ten resulting to early removal of the device (2 months post-op). The 1 patient developed knee synovitis. The 1 patient had superficial infection. Some unknown patients had pain at the insertion site due to the protrusion of the nail. Unknown patients had varus and anterior angulation although it was still in a satisfactory range. Following adverse events were observed in group b (all were treated with unknown synthes ao fixators): the 4 patients had superficial infection at the access of the fixator pin and were treated with empiric antibiotic therapy. The 5 patients had pin site inflammation/infection. Unknown patients had varus and anterior angulation although it was still in a satisfactory range. This report is for unknown ao fixator. This is report 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.